Event description:
It was reported that the inner sterilized package was stuck to outer sterilized package. Nursing staff had to remove sterile content from scout to scrub.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.